Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. The adapt tool revealed that pump errors 43 were found on 07/05/2025 22:42:35.000 to 07/05/2025 22:55:43.000. Proceeded with the following testing to ensure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, high and low current measurement test. No unexpected error appeared whilst testing. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. However, the adapt tool was further utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Battery cycle 2.0 received the lowbatteryalert (104) on 06/19/2025 18:11:00 after more than 7 days at 17.87 days. The customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted, isolate to electronic stack. The following cosmetic damages were noted: pillowing keypad overlay, and scratched case. In conclusion, customer allegations are not confirmed during testing. No pump error 43, frozen screen, and prime/fill anomaly were noted during testing. The unit was functioning properly; however, moisture damage was found on the electronic assembly, so isolate the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received pump error alarm 43-an error in the motor was detected by reading unexpected value from hall sensor, issue during priming process, unable to exit the load reservoir process and frozen display. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and the customer was unable to clear the alarm. Customer was calling back after installing a new battery, monitoring pump for 2 hours however the frozen display recurred. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.